Event description:
A caller reported that the t:slim x2 pump battery was not charging, and a power source alert was detected in the pump history. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller switched to non-tandem charging supplies, which enabled the pump to begin charging again. Although the customer was informed that non-tandem supplies are not recommended unless troubleshooting, a replacement tandem wall adapter and charging cable were dispatched to the customer via two-day shipping. The battery charging issue did not lead to a pump shutdown or inability to turn the pump back on, and no further assistance was required.